Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call off no power without low battery indicator alarm. Customer advised they received a replacement battery cap and they continue to receive the alarm. Troubleshooting for the off no power alarm was performed. Customer advised this is the 2nd occurrence of this alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The operating currents are within specification. The insulin pump passed displacement test and self test. No unexpected low battery or of no power alarms noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads and scratched reservoir tube window.